Event description:
A consumer implanted for non-malignant pain reported the last time the implantable neurostimulator (ins) was charged was the week prior to (B)(6), but on (B)(6), they fell and the ¿machine¿ stopped working, so they no longer felt stimulation in their arm. It was noted the consumer had nerve damage in their arm. Following the fall not only did stimulation stop, but the consumer had pain in their upper back where the incision was. It was further reported the poor communication screen was seen on the patient programmer (pp), the reposition the antenna screen was seen on the recharger even after repositioning the antenna, and neither the pp or recharger were able to communicate with the implant. On november 30th, the manufacturer¿s representative (rep) called back and stated they met with the consumer but were unable to connect with the ins using the clinician programmer, so they set up an appointment for next week to do ¿possible overdischarge.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.